Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure was being performed. A versacross connect system was used for transseptal puncture (tsp). A watchman fxd curve access system was advanced to the laa. A pe was identified around the laa. The patient's hemodynamics remained stable and a pericardiocentesis was performed. The procedure proceeded with insertion and successful implant of a watchman closure device. The physician commented that the laa wall may have been perforated due to the watchman fxd curve access system or from the versacross connect wire during tsp. The perforation was only suspected and not confirmed. The versacross rf wire was inside the patient when pe was confirmed. It is believed either sheath or wire might have damaged the left atrial appendage. The device is not expected to be returned for analysis (disposed). It was further reported that the laa wall damage was confirmed as perforation. Act was maintained. The procedure was performed with heparin administered. The patient discharge information cannot be obtained as its confidential.

Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the updated fields: describe event or problem (b5), in section b - adverse event or product problem, and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure was being performed. A versacross connect system was used for transseptal puncture (tsp). A watchman fxd curve access system was advanced to the laa. A pe was identified around the laa. The patient's hemodynamics remained stable and a pericardiocentesis was performed. The procedure proceeded with insertion and successful implant of a watchman closure device. The physician commented that the laa wall may have been perforated due to the watchman fxd curve access system or from the versacross connect wire during tsp. The perforation was only suspected and not confirmed. The versacross rf wire was inside the patient when pe was confirmed. It is believed either sheath or wire might have damaged the left atrial appendage. The device is not expected to be returned for analysis (disposed).